Manufacturer narrative:
A2: average age a3a: majority sex article ref: doi: 10.1016/j.jvs.2013.04.024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'determination if the adjunctive use of an atherectomy device during endovascular tibial intervention impacted primary outcomes in patients with critical limb ischemia (cli)'. The time frame of this study was 2008 and 2010. Multiple manufacturer¿s devices were used in the study population. Multiple manufactures atherectomy devices were used for directional atherectomy including silverhawk. All patients underwent endovascular tibial interventions. Of the 418 interventions, 339 underwent pta without atherectomy. Three hundred thirty-three limbs were treated with pta alone, while six pta procedures were accompanied bystenting (to treat minor dissection in four and to treat residual stenosis >30% in two). The remaining 79 interventions were performed with atherectomy: 33 laser, 13 directional, and 33 orbital. Of the the atherectomy procedures, 11 involved atherectomy alone, while 68 utilized atherectomy in conjunction with pta. No atherectomy interventions underwent stenting. Thromboembolic complications occurred in both the atherectomy group and pta only group. For the pta vs the atherectomy groups, neither reintervention rates, nor average number of reinterventions required per patient per year differed between treatment groups. Notably, the overall rate of thromboembolic complications was 6% (one patient with distal embolization and 26 patients with thrombosis. Survival rates are mentioned with no difference for survival between the pta-alone vs the atherectomy-assisted group at 12 and 36 months, but the article does not provide specific details on the number of deaths or causes of death. Specific device related adverse events or malfunctions are not detailed. No further information was provided pertaining to medtronic products.